Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized due to hypoglycemia on (B)(6) 2020. Customer's blood glucose level was 22 mg/dl. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer does allege insulin pump was over delivering because she taking less insulin that she previously used to. Customer treated with sugar water and glucagon. The insulin pump will be and reservoir will not be returned for analysis.

Manufacturer narrative:
The information provided that the event date with the initial report was incorrect. The correct information has been included with this report. The information that provided about emergency medical services with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported by the customer¿s mother via phone call that the customer received emergency medical service due to hypoglycemia on (B)(6) 2019.